Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump¿s screen was solid white. It would not stop beeping. They had tried changing the battery. The insulin pump was hit against a door. The customer¿s blood glucose was 230 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.